Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that patient complications occurred. On (B)(6) 2025, the patient presented to the hospital with angina pectoris. The patient was hospitalized for further evaluation and treatment. Medication was given to treat this event. At the time of event the patient was on aspirin and clopidogrel, which were continued. Angina pectoris was noted on (B)(6) 2025, coronary angiography revealed 95% in stent restenosis at ramus with under expansion of the synergy xd stent which was successfully treated using non-boston scientific intravascular lithotripsy (ivl) and a 2.5 mm x 30 mm agent dcb. The patient was discharged. On (B)(6) 2025, the patient presented to the emergency department with angina pectoris - cardiac chest pain, and myocardial infarction. The patient was hospitalized on the same day for further evaluation and treatment. The next day, the patient received medication and was discharged. Percutaneous coronary intervention was scheduled for a later date. On (B)(6) 2025, coronary angiography revealed 80% in stent restenosis at the ramus which was successfully treated using a 2.5 mm x 15 mm nc balloon, along with 2.5 mm x 20 mm and 3.5 mm x 30 mm agent dcb balloons. Post revascularization, 0% stenosis was noted with timi flow 3.

Event description:
It was reported that patient complications occurred. On (B)(6) 2025, the patient presented to the hospital with angina pectoris. The patient was hospitalized for further evaluation and treatment. Medication was given to treat this event. At the time of event the patient was on aspirin and clopidogrel, which were continued. Angina pectoris was noted. On (B)(6) 2025, coronary angiography revealed 95% in stent restenosis at ramus with under expansion of the synergy xd stent which was successfully treated using non-boston scientific intravascular lithotripsy (ivl) and a 2.5 mm x 30 mm agent dcb. The patient was discharged. On (B)(6) 2025, the patient presented to the emergency department with angina pectoris - cardiac chest pain, and myocardial infarction. The patient was hospitalized on the same day for further evaluation and treatment. The next day, the patient received medication and was discharged. Percutaneous coronary intervention was scheduled for a later date. On (B)(6) 2025, coronary angiography revealed 80% in stent restenosis at the ramus which was successfully treated using a 2.5 mm x 15 mm nc balloon, along with 2.5 mm x 20 mm and 3.5 mm x 30 mm agent dcb balloons. Post revascularization, 0% stenosis was noted with timi flow 3. It was further reported that the event was considered resolved and that the onset date was (B)(6) 2025.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. B3 date of event: corrected.